Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant: "while taking xray images, a small black dot began appearing in the images of the hip. After washing out multiple times and attempting to find what was causing the speck on the image, the scrub tech found that the tip of a needle driver had been chipped. After washing out the wound multiple times and attempting to find the piece, it could not be seen in the incision, only on the xray images. They completed the procedure and confirmed reduction with a CT. The CT showed that the metal fragment was visible but was anterior to the hip joint. The surgeon conferred with a colleague to troubleshoot the fragment placement. After again irrigating the incision without removing the fragment, it was deemed safe to leave the fragment behind."

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Manufacturing site evaluation: x-rays were provided however no conclusions could be made based off the x-rays alone. The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were reviewed for the available lot number; the device was found to be within specification at the time of production. All device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.